Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant using a large flexnav delivery system (ds). The patient had left bundle branch block (lbbb) prior to procedure and calcification only on the annulus leaflets. During the procedure, a pre-dilation was to be performed and while crossing the balloon into the annulus the patient went into complete heart block (chb). The valve was deployed using the refine technique with only one recapture due to a high initial implant. The device was implanted at a depth of 3mm. The patient remained in chb so a pacemaker was implanted on the following day to resolve the event. The patient remained hemodynamically stable and there was no prolonged hospital stay. The patient is stable and recovering well.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for implant using a large flexnav delivery system (ds). The patient had left bundle branch block (lbbb) prior to procedure and calcification only on the annulus leaflets. During the procedure, a pre-dilation was to be performed and while crossing the balloon into the annulus the patient went into complete heart block (chb). The valve was deployed using the refine technique with only one recapture due to a high initial implant. The device was implanted at a depth of 3mm. The patient remained in chb so a pacemaker was implanted on the following day to resolve the event. The patient remained hemodynamically stable and there was no prolonged hospital stay. The patient is stable and recovering well.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had left bundle branch block (lbbb) prior to procedure and calcification only on the annulus leaflets. During the procedure, a pre-dilation was to be performed and while crossing the balloon into the annulus, the patient went into complete heart block (chb). The final implant depth was 3mm. Based on the available information, the root cause of the reported heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.